Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."

Event description:
It was reported a patient underwent an initial left total knee arthroplasty on (B)(6) 2015. During the procedure, the tibial island fractured as the tibial tray had not been impacted fully. The tibial island was reattached with a screw, causing a thirty minute delay in procedure.